Event description:
Procedure type: lap sigmoid. According to the reporter: the gasket from the device fell off during surgery. The gasket was retrieved from the pt. There was no pt injury. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no extension to the incision and no change of surgery. No reinforcement material was used.

Manufacturer narrative:
(B)(4).